Manufacturer narrative:
The reported anomaly observed in the field was confirmed in the laboratory. Analysis found the output circuitry of the device was damaged. The cause of the field event remains undetermined. The low voltage functionality was tested on the bench and using our automated testing equipment. All of the low voltage test specifications were normal.

Event description:
It was reported that low hvli, elevated capture threshold and inappropriate vf detection due to afib were observed. An alert message for possible output circuit damage after an aborted shock was recorded. Hv lead anomaly was suspected. The ICD and rv lead was replaced, and the lead was capped and abandoned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.